Event description:
It was reported that during a pci procedure, the maverick otw balloon ruptured at 5 atms on the initial inflation. The 100% stenosed lesion was located in the calcified and tortuous mid left anterior descending (lad) coronary artery. Difficulty crossing the lesion was also reported and the physician attempted several times to advance the device. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. The manufacturing records for top assembly batch 9205888 have been reviewed and no issue or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.